Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away at home. The customer was not hospitalized. The cause of death was due to diabetic ketoacidosis. Customer was changing the site due to scared tissue 4 times in a row, the customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. Cardiac issues were found on the customer but doctors did not find. It was unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller declined to return the insulin pump for analysis.